Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient's device didn't work at all for the patient. Patient representative said that their bladder device was so close to the patient's spinal cord stimulator that it made it difficult to connect. Patient representative said that it was difficult for the patient to reach back and hold the communicator over the implant. Patient rep said patient's implant was deactivated and they spoke with the managing physician about removing the implant but the doctor said the patient can just keep the implant in their body.